Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The event was manifested by cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis and started treatment with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported). Dianeal therapy remained ongoing. At the time of this report, the patient remains hospitalized and recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that on an unreported future date, the patient will undergo peritoneal dialysis catheter replacement (no further details were provided). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the pediatric patient passed away. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved or if the patient was recovered from the peritonitis event prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovering from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.